Event description:
It was reported that in cardiosave intra aortic balloon pump there was blood inside, blood was sucked inside the machine, no patient was harmed or injured.

Manufacturer narrative:
Due to characterization limit e1: event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4, (version number) e1 (initial reporter name, phone number), g3, g6, h2, h6(medical device problem code, investigation type, investigation findings, component code, investigation conclusion), h11. A getinge field service engineer replaced the pneumatic interface module, rohs. The fse performed all calibrations checks and adjustments. The device met with specifications for use after all electrical safety tastings were performed. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿pim module¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was (discarded, cannot be returned due to customer policy, etc).